Event description:
It was reported that the patient had ineffective stimulation. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's lead was not explanted as previously reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's lead was not explanted as previously reported.